Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 11/30/2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens was discarded at the site and is not expected to be returned.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 11/30/2020.